Event description:
The manufacturer received information alleging a ventilator would not deliver the set pressure and alarmed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's speakers, system board and sensor board were replaced to address the issues.